Manufacturer narrative:
The investigation for the stroke, access site bleed, and positioning issues has been completed. Data logs were reviewed which showed that the pump ran without issue. There were multiple suction alarms triggered in early of the case but then resolved. There was no positioning alarm triggered during the case. The impella was not returned for review. The root cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of the stroke could not be determined with limited clinical details. The cause of the positioning issues was not determined since insufficient clinical information was provided. The instructions for use for the impella rp smartassist system with automated impella controller states the following: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The user facility reported a patient postoperative cardiothoracic surgery was implanted with an impella rp flex device for mechanical circulatory support. The patient had access site oozing the day of the implant and a second suture was placed. It was noted subsequently, during the support, the pump was seen deep on the x-ray, but there were no signs of flow issues or hemolysis. The physicians chose to not reposition and to just monitor. Furthermore, heparin was withheld due to suspected hemorrhagic stroke. However, the stroke was unconfirmed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound .¿